Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history.

Event description:
During manufacturer review of a vns patient's programming history, it was noted a faulted systems diagnostics test occurred on (B)(6) 2011 which changed the settings. The settings were corrected immediately except for the magnet mode on time, which remained at 30 seconds when it was formally 60 seconds.